Manufacturer narrative:
The meter and test strips were returned for investigation. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were not observed in the meter¿s patient result memory. Review of the meter memory revealed only two results had occurred on (B)(6)2023 which was after the alleged timeline of the comparison. Medwatch fields d9 and h3 have been updated.

Event description:
The customer complained of discrepant inr results with coaguchek vantus meter serial number (B)(6) compared to a laboratory using the dade innovin reagent. At 10:45 am, the meter result was 4.8 inr. At 10:50 am, the meter result was 4.7 inr. The result from the laboratory within four hours was in the "low 3 inr" range. The customer did not know the exact result. On (B)(6) 2023 at 5:30 pm, the result from the laboratory was 2.5 inr. At 8:59 pm, the meter result was 3.6 inr. On (B)(6) 2023 at 5:30 pm, the laboratory result was 3.1 inr. At 6:36 pm, the meter result was 4.6 inr. At 6:56 pm, the meter result was 4.2 inr. Customer's therapeutic range is 2.5-3.5 inr. The customer tests on a weekly basis.

Manufacturer narrative:
E3-occupation is patient/consumer. The test strips have been requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.